Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0wsf8, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s first ins malfunctioned, and it was unknown when this occurred. The patient reported that the device made them ill, so their healthcare provider did an exploratory surgery on (B)(6) 2016. The patient stated the healthcare provider told them that the lead wires in their spine corroded and they had never seen that before. The patient reported that the healthcare provider removed the ins and replaced it. No further complications were reported.